Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device failed the temperature test. If add'l info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service heat was noted. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. The date of event is unk. There was no add'l info provided.